Event description:
It was reported the lead dislodged and there were high thresholds, undersensing, and non-capture. The lead was replaced with an active fixation lead one day post implant. The patient was noted to have history of chronic atrial fibrillation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.